Event description:
According to the distributor report, patient underwent quadruple bypass procedure. Dermabond topical skin adhesive was applied to the patient's left leg from the foot to the groin and to the right leg from the foot to the knee. Two weeks after surgery the patient's right leg began to ooze and the patient had hives around the right ankle area. The patient then had hives all over the patient's body. Patch tests was performed by allergist. The patient tested positive to carba which the caller reports is found in rubber materials. Patient is currently being treated with antihistamines and has received several courses of prednisone. The patient does better while on steroid; hives returned when weaned off steroids. No additional information provided.